Manufacturer narrative:
H2) additional information: it was determined there was an accidental radiation occurrence due to system noise. No defect in an electronic product or failure to comply per 21 cfr 1003 was discovered. The investigation is inconclusive. Unable to determine the root cause based on the documented information. Number of people exposed: 1 - patient total number of people in or: unknown estimated absorbed or effective dose information is not available. Estimated absorbed dose to patient based on unutilized radiation is = 12.5 msv. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be reproduced. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra-operatively, the system successfully took 2d images but when the 3d image was taken, the system sounded like it successfully took the image but the processing spin prompt never occurred and the images did not transfer to the mobile view station (mvs). The site tried again and the issue reoccurred. The procedure was completed without the use of the imaging and navigation systems. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. The site mentioned that the site lost power the previous day and that the system was at critically low battery in the morning. The site let charge before the case and the batteries were above half full. The site watched for a low battery message when taking the 2d and 3d images but never received one.